Event description:
It was reported there was high lead impedance and a confirmed fracture. It was further reported that during extraction of the lead the patient developed a pericardial effusion and tamponade requiring a pericardial window to relieve pressure. The lead was noted to have broken during extraction and the physician opened the chest to remove the lead from the right atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for high impedance and conductor fracture described in the event. There were no anomalies observed on the returned partial lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. The full lead was not returned. An approximately 12 cm medial segment of the lead was not. The lead was returned with severe explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Visual summary analysis of the lead indicated apparent explant damage. Further analysis could not be performed due to legal restrictions. (B)(4).